Event description:
It was reported the programmer will not save-to-disk. A message appears indicating to check the disk. The programmer was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the disk drive was out of specification. It was also noted that the system fan was noisy, and the electrocardiogram (ECG) connector was loose on the printed circuit board.